Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent, abdominal pain and vomiting. The cause of peritonitis was unknown. One day prior to the peritonitis diagnosis, the patient was hospitalized for another indication, abdominal pain and vomiting. The same day as event onset, the patient was treated with amikacin injection (1g three times a day, intraperitoneal, discontinued) and heparin injection (1000units three times a day intraperitoneal, ongoing) for peritonitis. At the time of this report, the patient remained hospitalized and was recovering from the peritonitis. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
Additional information: b5, b7 and h11. B5: upon follow up, it was reported the patient was discharged from the hospital within 17 days. At the time of this report, the patient antibiotic heparin injection was discontinued and the patient recovered from peritonitis and cloudy pd effluent. Hence, the patient was recovered from all the events. Should additional relevant information become available, a supplemental report will be submitted.